Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. (B)(6). The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the bone cement hardened very fast during a therapeutic stapedotomy. Usually the mixture is stirred for 30-45 seconds and then the mixture hardens within two (2) to four (4) minutes. In this case the mixture hardened after five (5) seconds of stirring. The procedure was completed with no impact to the patient outcome. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section d4, h2, h3, h6 and h10, and a correction to d4.

Event description:
No further event information available at the time of this report.